Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A visual inspection of the returned devices revealed that the stylets and stoppers were missing and not returned with the devices. Additionally, multiple slight bends were observed along the needle sheath. The handle appeared normal. When the needle slider was pushed in the distal end direction until it reached its limit, it was observed that the needle extended within the sheath but did not extend beyond it. No physical damage to the metallic needle was observed. Testing was conducted and everything fell within the specification limits. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when retracting the single use aspiration needle from the kit, the sheath guide of the needle was drawn and it was impossible to remove the needle. The issue was found during the middle of the endobronchial ultrasound radial. The procedure was prolonged for an unspecified amount of time but was completed with another device and the condition of the patient was not impacted by the failure. No medical intervention was required and there were no reports of patient harm.